Event description:
Event 1: after placement of the ablation catheter, the d-curve of the catheter would not function properly. The catheter was removed and replaced with no harm to the patient. Event 2: the d-curve of the ablation catheter failed during prep. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ablation catheter, ablation catheter (per site reporter) mfg notified by site.